Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. An autopsy was not performed and the pump was not explanted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt was found expired at home. The pt's daughter went to the pt's house and found the pt had been in a sitting position, but had "fallen" side-ways. The pt had been hooked to the power module, but it was not alarming. There was no autopsy and the pump was not explanted.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.